Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Before use on the patient, during surgery when dr. Opened the foil then the sutures were found broken into pieces. Upon visual assessment of the returned suture pieces, it was observed that the strands had begun with a degradation process caused by exposure to the environment. In addition, the foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: were there any patient consequences? There were no patient consequences. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Pharmacy incharge. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that two empty open foils, two folders with a detached needle ea., and a petri dish with several suture pieces that pertain to product code nw9304. Upon visual assessment of the suture pieces, it was observed that the strands had begun with a degradation process caused by exposure to the environment. In addition, the foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. As per the conditions of the returned sample, no functional test could be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.